Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study post market registry in (B)(4) 2014 (date unknown) with patient identifier (B)(6). It was reported that a small thrombus was observed and an atrial septal defect (asd) was present at follow up. In (B)(6) 2014 a 33mm watchman¿ laa closure device was successfully implanted during a left atrial appendage (laa) closure procedure. The device was positioned distal to and spanned the entire ostium of the laa and a complete seal was observed. In (B)(6) 2014, the patient was admitted to the hospital after transesophageal echocardiogram (tee) revealed a small thrombus on the device. The patient was treated medicinally. The event was considered by the hospital as resolved and the patient was discharged on three days later. In (B)(6) 2015 the patient was admitted to the hospital for an asd related to the implant procedure. An interventional catheterization was performed. The event was considered by the hospital as resolved on the next day. The patient was discharged 3 days later.